Event description:
It was reported that a spectrum pump displayed improper shutdown during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom improper shutdown, which was reproduced while loading a set. Evaluation also found the device to power off without user input caused by a failed power cord. The failed power cord was replaced.